Manufacturer narrative:
Due to character restrictions in block e1 event site name:(B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) iab catheter ruptured. No patient injury/harm reported.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) unable to power on unit. Device alarms even when powered off. Batteries removed; blood ingress found to cardiosave console. Multiple components with blood contamination including pim (0997-00-1178), safety disk, thermal printer (0161-00-0024-04) and power management board (0670-00-1162). Blood was cleaned from the console and pneumatic drive chassis as well as the console front panel and cover. New pim, thermal printer and power management board installed. Power up test routine passes. 30psi transducers recalibrated. All manifold leak tests and autofill failure tests passed.